Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced discomfort at the ipg site due to the size of the ipg. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted and replaced to address the issue.